Event description:
It was reported that an ilet device became unglued with visible seam separation, the housing cracked, and the screen became unresponsive with no display, consistent with screen bezel separation and enclosure integrity failure. Symptoms included no reported adverse clinical effects and stable blood glucose at the time of the report. Outcomes included temporary interruption of ilet therapy and the user reverting to an alternative insulin therapy without need for medical intervention. Investigation included collection of device images, verification of device identifiers, and return of the product for evaluation. Investigation of this case revealed a hardware failure associated with external casing separation and display nonfunction, consistent with a device component malfunction of the screen assembly and enclosure. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage leading to device malfunction.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.